Event description:
During a right acl repair the surgeon was using the grasper to retrieve a loose bioabsorbable (competitor) anchor and reported that the grasper broke in two. Another grasper was used to retrieve the broken piece and the anchor. This event was reported being less than 5 minutes in duration. There was no injury reported.